Manufacturer narrative:
The reported service complaint of a pump module device not being able to be calibrated was confirmed and replicated during the investigation. During testing rate accuracy calibration was performed using alaris systems maintenance software version 9.8. The device was found to be out of specification at -11.6942% with a new vpmr value of 151.0 that is out of range. The pump module device was reassembled using a known good customer advocacy bezel with all other parts remaining the same. Following reassembly rate accuracy verification passed with a percent error of +0.5900%. No calibration was required. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The escalated issue of the device found to be failing rate calibration with the inability to correct with recalibration has been reviewed by cad. There was no report of patient involvement.